Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to reset the pump to resolve the issue.